Manufacturer narrative:
The device remained in service for approximately 22 years, 3 months before being abandoned/capped. Based upon the implant date of this lead (1996), the device history record for this lead model is beyond oscor's record retention period. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. The lead was surgically abandoned (capped) for an unspecified product performance issue, and it will not be returned for analysis. No adverse patient effects were reported. There was no reported device failure in this event. The device passed all in-process and qa final inspection steps before shipping to the customer. No further investigation is required. There is no allegation that the device failed to meet its performance specifications. This lead is no longer manufactured by oscor. Based on the investigation, a CAPA is not required. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported this lead was surgically abandoned (capped) due to a product performance issue.